Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a ¿no disposable clamp tubing¿ alarm when cassette is removed and stained air detector. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a stained air detector. A 'no disposable' alarm was revealed in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the most probable cause was the faulty dso sensor and stained air detector. The dso sensor and air detector were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.